Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, she received inlet pressure alarms and a fluid balance will be 15% less than what was expected alarm that caused her to end the procedure. No medical intervention was necessary for this event and the patient was in stable condition. The customer declined to provide patient identifier. The disposable set is not available for evaluation because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: per the customer, the operator was using a 22 gauge needle in the peripheral needle. The inlet flow rate was set at 40ml/min, ac ratio at 13:1 and a saline drip was connected to patient. The customer stated that a possible cause of the inlet pressure alarms was the patient access. The patient had a fatty diet prior to the procedure. The operator heparinized the line and in doing so, she pulled out a large clump. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended and is safe to use. Per service report, the machine was checked and no issues were found. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out and none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. The customer reported that they possibly had problems with the patient¿s access and that the patient had a fatty diet prior to the procedure. The operator heparinized the line and in doing so she pulled out a large clump. It is possible that this clump was the cause of an obstruction somewhere in the replace, remove or plasma lines and related to the multiple patient fluid balance alarms that were triggered during this run. After the ¿patient¿s fluid balance may be (B)(6) lower than reported¿ alarm was first triggered at 37 minutes, the operator¿s only option was to end the run.